Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon fifth inflation at 8 atmospheres within 30 seconds and the rupture was noted at the center of the balloon. The device was removed without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter facility name:(B)(6).